Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0x42 alarm occurred, indicating the rotational sensor transitioned in too few pulses. No timeouts or drive stalls were observed in the pod data. However, a rotational sensor abnormality was observed. The pod was successfully paired to an unused controller and activated, it was able to complete a full rerun, and the rotational sensor abnormality was not replicated. The cause of the rotational sensor abnormality and subsequent alarm could not be determined. It could not be confirmed whether the 0x42 hazard alarm contributed to the reported event. No damages or deficiencies were observed in the pod that would lead to a pod communication error. The exact cause of the reported pod communication error event could not be determined. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause of the soft cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod communication error during start up. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 250 mg/dl while starting the pod.